Manufacturer narrative:
The device was returned and evaluated, and the customer¿s reported allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of the auxiliary jet tube, water could not be supplied; the suction connector had foreign objects; due to deformation of the up/down knob, water tightness was lost; due to wear of the angle wire, the bending angle in the up direction and the play of the up/down knob did not meet the standard value; the adhesive on the distal sheath was chipped and had a white, clouded area; the adhesive around objective lens and the light guide lens was peeled; the probe cover was discolored; the connecting tube was scratched. According to the customer, the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown what the material was or when the foreign material adhered, there was no delay in the start of the pre-cleaning, the external surfaces are cleaned with lint-free cloths/brushes/sponges. Additional details relating to the patient and the event have been requested, but no response has been received at this time. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had no flow from the main air/water system. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, residual liquid or foreign material came out of the auxiliary jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as resin of hydrocarbon, such as acrylic and polyolefin resin. Analysis further revealed that the material was thin and long, which was coiled by something - it was concluded that the material unlikely entered the auxiliary water channel from the auxiliary water inlet. Therefore, it was presumed that the foreign material may have entered from the auxiliary water channel outlet side. No physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. The component analysis of the foreign material revealed that it contained a protein component. The foreign material may be derived from chemicals which contained protein since the foreign material was found on the connector section. However, the origin was unable to be specified. It was difficult to specify the cause of the foreign material remaining either. It is presumed that cleaning detergent may have adhered to the connector section and it was not fully removed. In this condition, it became dried up and solidified. It is presumed that the foreign material which was discharged from the auxiliary water channel may have caused clogging. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ and section 3.8 ¿inspection of the endoscopic system¿ describe how to inspect for the subject event as below. ¦ inspection of the endoscope 3 inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. [Inspection of the auxiliary water feeding function] 1 attach a syringe containing sterile water or the water tube from a flushing pump to the lure port of the auxiliary water tube. 2 feed water from the syringe or the water tube. 3 confirm that water is emitted from the auxiliary water channel at the distal end of the insertion section. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event as below. ¦ inspection of the endoscope 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ and section 3.8 ¿inspection of the endoscopic image¿ describe how to inspect for the subject event as below. ¦ inspection of the endoscope 3 inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ¦ inspection of the auxiliary water feeding function 1 attach a syringe containing sterile water or the water tube from a flushing pump to the lure port of the auxiliary water tube. 2 feed water from the syringe or the water tube. 3 confirm that water is emitted from the auxiliary water channel at the distal end of the insertion section. Olympus will continue to monitor field performance for this device.